Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 141.4 mmol/l. The repeated result was 134 mmol/l. The repeated result was obtained on another module and was believed to be correct. The sample was repeated due to the result failing a delta check. The questionable result was reported outside the laboratory.

Manufacturer narrative:
The na electrode lot number is ajb42 with an expiration date of 13-jul-2025. The field service representative found salt buildup on the sonic wash station and the ion-selective electrode (ise) reference electrode. He cleaned the electrode and sonic wash station. He performed an ise check and precision checks with acceptable results. The customer performed qc and the results were acceptable. The investigation is ongoing.

Manufacturer narrative:
A review of the system's alarm trace showed failed calibration for na and cl. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.